Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified: creases flat, wear abrasion, brown particles and opening linear on patch shell bond edge leak test and microscopic analysis was performed which identified: sharp opening on patch shell bond edge, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side within specification per qa (B)(4) (texture side) is not considered a workmanship. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch (shell bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.